Event description:
It was reported that the touchscreen was unresponsive and "glitchy". There was no reported impact to customer's blood glucose. No additional information was provided. Customer reverted to manual injections for insulin therapy.